Event description:
Customer reportedly received the following back to back results on the same device: 485 mg/dl, 115 mg/dl, 511 mg/dl, and 113 mg/dl. Controls were run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.